Manufacturer narrative:
No service on the ventilator has been requested. The user facility performs service by themselves. Information about the current status of the ventilator has not been provided. Provided ventilator logs confirm the reported alarm generation of high airway pressure and low expiratory minute volume. Alarms for high airway pressure indicate that ventilation is ongoing but with higher airway pressure than intended. A possible cause for the alarm for expiratory minute volume low is low spontaneous patient breathing activity. There are no technical error codes that indicate any technical issues with the ventilator. Pre-use checks prior the reported event were passed without remarks. No further investigation has been possible, therefore the root cause of the reported alarms has not been determined. (B)(4).

Event description:
It was reported that the ventilator alarmed for high peak inspiratory pressure and expiratory minute volume low. There was no patient harm. Manufacturer's ref #: (B)(4).